Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 554mg/dl and 112 mg/dl. No quality controls were run during the call. No adverse event reported. Customer reports she has no strips to return; a replacement was sent.